Event description:
It is reported that the nail broke.

Manufacturer narrative:
The manufacturer did not yet receive devices, x-rays or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).